Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the left crossbrace is broken at the bolt hole. No injury reported by dealer.

Manufacturer narrative:
Product was returned for evaluation.the return fields in oracle state: broken tubing in center hole.complaint of left cross brace is broken at the bolt hole was confirmed.the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: broken tubing in center hole. Dealer states the left crossbrace is broken at the bolt hole. No injury reported by dealer.